Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant procedure, defibrillation threshold (dft) testing was performed. The 65j shock did not convert the rhythm, but the rhythm stopped naturally. The polarity was changed and the dft was performed. The 65j reversed polarity shock and the second 80j shock did not convert the rhythm. The patient required external defibrillation. The pocket was opened and the subcutaneous implantable cardioverter defibrillator (s-ICD) was repositioned approximately 2 cm more to the dorsal side. When dft was performed, the 65j shock successfully converted the rhythm. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that a pneumothorax was observed through x-ray. The physician commented that the pneumothorax was not related s-ICD implant procedure, however, the root cause might be due to increasing respiratory internal pressure during the implant procedure. No additional adverse patient effects were reported.